Event description:
During the procedure an electrode displacement occurred. While inserting the catheter resistance was noted. The catheter was removed and upon inspection one of the ring electrodes was loose. A new catheter was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
One 7f, quadripolar, large curl, livewire tc ablation catheter was received for evaluation. The catheter shaft was bent, consistent with the reported insertion difficulty. The reported displaced electrode could not be confirmed. Electrodes 1-4 were attached to the catheter; however, there were incidental findings of a charred blood-like-substance (bls) noted on electrode 4. In addition, a short circuit was detected between conductor wire 4 and the pull wire. Further investigation revealed the ptfe tubing was not fully inserted over the pull wire and the insulation on conductor wire 4 was abraded at the same location, consistent with the short circuit detected and the charred electrode 4. The device history record was reviewed to ensure that each manufacturing and inspection operations was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.